Manufacturer narrative:
Technician asked the account to check continuity on the sidecom pins while the bed exit was alarming and he was getting an open reading. Technician asked the account to try the junction box next. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that the bed exit is not sending a call to the nurses station when alarming at the bed. There were no injuries.